Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated after changing out supplies, the issue continued with no resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: a review of the black box revealed an error, alarm, warning code ¿162 loss of prime¿ warning with low non-zero force. The battery cap was not returned for investigation; therefore, a test battery cap was used during testing. During evaluation, a 24 hour duration test was successfully performed on the pump with no loss of prime warnings duplicated. The force sensor calibration was found to be within specification. The pump case was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).